Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of osteolysis, pain, and lack of mobility after being implanted for approximately 10 years as stated in the legal documentation. The extent and root cause of the reported osteolysis cannot be determined as the device was not returned for evaluation, and images, radiographs, and operative notes were not provided.

Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6), 200-02-35 - three peg patella 35mm. (B)(6), 200-04-44 - cemented finned tib. Tra sz 4f/4t. (B)(6), 230-02-04 - optetrak asy,cr cemented femoral, sz 4.

Event description:
As reported via legal documentation, on (B)(6)2012, this patient underwent left total knee replacement surgery and was implanted with an exactech knee system. In the ensuing time, the patient began to suffer from symptoms including severe osteolysis, pain and lack of mobility. As a result of these symptoms, patient underwent a left knee revision surgery on (B)(6)2022, approximately 10 years after their initial procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.